Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer did not have a cartridge to load and as a result, the blood glucose (bg) level increased to 653 mg/dl. The customer went into diabetic ketoacidosis (dka) as a result of poor bg management using insulin injections. The customer was hospitalized and was treated with an insulin drip and was discharged on (B)(6) 2017 with the high bg/dka resolved. The customer was using insulin injections for insulin therapy until a supply of cartridges were received.